Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead could not be fixated into the heart. Several attempts to implant the lead were not successful. The lead was not used and replaced successfully.